Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. It was determined that the high voltage cable had an open connection. The cable was placed on order and will be replaced by the biomedical staff. No further problems are anticipated once repairs are affected. An add'l report will be generated and submitted if further info becomes available.

Event description:
It was reported that the system 9800 displayed iris pot error consistently. There was no adverse pt involvement reported. There was no pt info reported.